Event description:
During total laparoscopic hysterectomy, laser excision of endometriosis the laser fiber did not work. Fiber inspected, no defects noted. New fiber obtained, procedure completed. FDA safety report ID# (B)(4).